Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range impedance measurements on the right atrial (ra) lead. This device also recorded a signal artifact monitor (sam) episode. Noise was observed as well and was reproducible with arm movements. No adverse patient effects were reported. At this time, this device system remains in service.